Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Event description:
During a pvi ablation procedure, the plug that connects the tacticath to the tactisys was difficult to get into the socket of the tactisys. After the connection, the lamp of the tactisys was continuously red and a reset of the contact force was not possible. The tacticath was replaced. The new tacticath connected easily and then worked without issues. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One tacticath sensor enabled contact force ablation catheter was received for evaluation. The investigation showed that the returned device was inadvertently programmed during manufacturing, consistent with the reported event.